Event description:
Event verbatim random glucose level was 400 mg/dl and was about to fall into a coma [blood glucose increased] the piston rod didn't work normally as the insulin didn't inject completely [device issue]. The piston rod didn't work normally as the insulin didn't inject completely [incorrect dose administered by device]. Case description: this serious spontaneous case from egypt was reported by a consumer as "random glucose level was 400 mg/dl and was about to fall into a coma(blood glucose increased)" beginning on (B)(6) 2021, "the piston rod didn't work normally as the insulin didn't inject completely(device component issue)" beginning on (B)(6) 2021, "the piston rod didn't work normally as the insulin didn't inject completely(partial dose delivery by device)" beginning on (B)(6) 2021, and concerned a (B)(6) female patient who was treated with novopen 3 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", , novorapid penfill (insulin aspart) (dose, frequency & route used-unk, subcutaneous) from unknown start date for "type 1 diabetes mellitus", patient's height: 165 cm. Patient's weight: (B)(6). Patient's bmi: 20.93663910. Current condition: type 1 diabetes mellitus from 13 years. Concomitant products included - lantus(insulin glargine). On an unknown date in (B)(6) 2021, the piston rod of novopen 3 not working normaly and did not inject completely. It was reported that because of this reason , random blood glucose was 400mg/dl and the patient was about to fall into coma, which however did not happen. It was reported that, patient switched to novopen 4 to resolve the issue. Batch numbers: novopen 3: requested. Novorapid penfill: requested. Action taken to novopen 3 was reported as product discontinued due to ae. Action taken to novorapid penfill was not reported. The outcome for the event "random glucose level was 400 mg/dl and was about to fall into a coma(blood glucose increased)" was recovered. The outcome for the event "the piston rod didn't work normally as the insulin didn't inject completely(device component issue)" was not reported. The outcome for the event "the piston rod didn't work normally as the insulin didn't inject completely(partial dose delivery by device)" was not reported. Investigation results: name: novopen 3, batch number: xug0316 (non valid batch number). The product was not returned for examination. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal. References included: reference type: e2b linked report. Reference ID#: (B)(4). Reference notes: same patient final manufacturer's comment: (B)(6) 2022: the suspected device novopen 3 has not been returned to novo nordisk for evaluation. The batch trend analysis and reference sample examination revealed nothing abnormal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 3. Type 1 diabetes mellitus is a confounding factors for the reported event of blood glucose increased. Reporter comment: xug0316- reported batch number of novopen 3- non-valid. Evaluation summary name: novopen 3, batch number: xug0316 the product was not returned for examination. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal.